Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that after the patient delivered a 5.80 unit bolus, the insulin on board (iob) read 5.82 units. The iob duration is reportedly set to 4 hours, and the reporter did not think the patient had bolused during the night. The patient and pump were not available for troubleshooting at the time of initial contact. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.